Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed in the log. However, the device was put through extensive testing including ECG (via pads and leads), bench handling, shock testing, and impedance testing without duplicating the report. Review of the device log showed the device was not set up correctly to perform the 30j test. The log shows the device was not set at the correct energy level, 30j, to complete the test. The log does show when the 30j test is setup correctly, all 30j test executed were successful. Analysis of reports of this type has not identified an increase in trend.